Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire, delayed deployment, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The patient's mother reported that her daughter's blood glucose level reached 319 mg/dl and that the needle did not deploy.

Manufacturer narrative:
The needle was deployed when the device was received. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have caused or contributed to the needle mechanism not deploying.